Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Accolade stem and head removed because of deformity on xray.

Manufacturer narrative:
Additional information: brand name, common device name, implant of date; device manufacture date. An event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Clinician review: insufficient information was received for review with the clinical consultant. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Accolade stem and head removed because of deformity on xray.